Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump was replaced on (B)(6)2025. The patient was recovering.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported low speed and pump stop events. Review of the submitted log file confirmed low speed and pump stop events throughout the 15 hours of captured data while the patient was supported by both the power module and battery power. (B)(6) was returned assembled with the driveline severed approximately 1.5¿¿ from the pump housing. The returned portion of the driveline measured approximately 37.5¿ from the controller connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Microscopic inspection of the distal portion of the driveline wires revealed breaches to the insulation of the yellow and brown wires approximately 32.0¿ from the controller connector. Testing of the remaining wire sections revealed no damage to the wire insulations or underlying conductors. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. If the exposed conductor of the brown or yellow wire came in contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted; this could have contributed to the low speed and pump stop events captured in the submitted log file. Similar events could have also occurred if the exposed conductors of the two wires from different phases contacted the metal braided shield simultaneously or if these two conductors came in contact with each other while the patient was connected to any power source. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. The relevant sections of the device history records for (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the hm ii patient handbook rev. D, are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient heard an alarm from the power module (pm) at home. The patient did not have any symptoms at the time of alarm. The patient visited the hospital, and a clinical engineer checked the history on the system monitor and found that a pump off was recorded. The log file confirmed pump stops and speed drops below the low-speed limit. This appeared to be caused by an issue with the driveline. The pump was likely to be replaced. Diagnostic testing was not used, treatment was not performed, and the patient would be followed up with.